Event description:
It was indicated that the patient actually had a synergy device being used for interstim. The caller reported that the device was not working very well for the patient and had not been working well for about 'a year or two'. There was no falls/trauma noted. Caller stated that the patient, notified her manufacturer representative of her issues in (B)(6) and one of the resolutions was changing the batteries in the programmer. It was also noted the implant still had power and could feel a shock down her leg when she felt the need to void. It was later indicated that caller was not quite sure of recommending the replacement of the battery since the programmer was having issues with the therapy not working. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v000296, implanted: (B)(6) 2006, product type: lead. (B)(4).